Event description:
During placement of port-a-cath, the pt sustained a laceration to the superior vena cava. She bled profusely and she was given six units of blood and a unit of plasma. She was transported for thoracic surgery, but she expired later the same day.